Manufacturer narrative:
It is unknown whether this device will be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this tachy device was explanted due to infection. There were no additional adverse patient effects reported.